Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was able to determine the exact root cause. Communication between the user interface controller (epc) and the ventilation controller (cfb) is interrupted and only after a restart of the machine the communication is re-established. Conflict in memory resource allocation between software tasks causes the ventilation controller software to stop, resulting in the generation of the technical failure alarm 305. The failure condition involves a combination of software version 6.0.1600.0 or higher and active hl7 data transmission. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. R&d team has not been able to reproduce the failure; therefore, exact root cause is still not conclusively determined. However, log analysis reveals alarm 305 only occurs with software version [?] (B)(4) and activated hl7 data transmission. It was advised to deactivate the hl7 data communication by switching to intellibridge/vuelink and disconnecting the hl7 data cable from the bellavista 1000e. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e alarmed "technical failure 305 - communication to cfb disconnected." The patient was no longer being ventilated, and the bellavista could no longer be operated or switched off. However, no harm is associated with the incident, as the end user quickly provided manual ventilation until a replacement device was ready.